Event description:
Following an unsuccessful attempt to access vein the nurse pushed the activation button multiple times and the needle did not retract. As the nurse was moving to dispose of the device she dropped the device and obtained a puncture wound to the thigh.